Manufacturer narrative:
UDI in section d4 corrected.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. The devices deployed correctly but the sealant would not grip, and a hematoma developed. The used device will not be returned for evaluation, but nine boxes of sterile devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h11 this device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed. The device deployed correctly but the sealant would not grip, and a hematoma developed. The used device will not be returned for evaluation, but eight boxes of sterile devices will be returned for evaluation. (B)(4) (5f) from lot f2414503 were returned for evaluation in their original sealed package boxes, but not under controlled temperature conditions. Per procedure, a sample is required for sterile units, and the sample size was determined to be (B)(4). During the visual inspection, the (B)(4) were unpackaged and inspected for damages or anomalies that may have contributed to the reported failure, but no damages or anomalies were observed on the returned devices. Dimensional analysis was performed on the (B)(4) to verify the distance between the shuttle tip and the inflated balloon, which was confirmed to be within specification. Per functional analysis, a simulated deployment test was performed on the (B)(4). The shuttle cartridge was able to be advanced and retracted to the black handle without issue, per the mynxgrip instructions for use (IFU), confirming successful sealant deployment. The advancer tube was observed to be properly engaged with the proximal tamp lock. The reported events of ¿sealant-failure to achieve hemostasis¿ and ¿hematoma¿ could not be confirmed and possible product contributing factors could not be determined as the complaint device was not returned for analysis and procedural images were not received. Additionally, there were no anomalies noted to the sterile devices received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. However, as it was reported that the sealant did not grip the vessel, handling factors are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analyses of the sterile units, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.